Event description:
As reported by implant patient registry (ipr), 2 years, 2 months, and 10 days post-implant of a 23 mm sapien 3 ultra valve in the aortic position, the 23 mm sapien 3 ultra valve was explanted and a inspiris resilia valve was implanted. The reason for explant after a medical record review was stated as being due to recurrent severe aortic stenosis in the basis of structural valve deterioration that was demonstrated on an echocardiogram. When the tavr was explanted, the valve failure was shown to be due to subvalvular pannus formation across all 3 cusps.

Manufacturer narrative:
The investigation is ongoing.

Event description:
As reported by implant patient registry (ipr), 2 years, 2 months, and 10 days post-implant of a 23 mm sapien 3 ultra valve in the aortic position, the 23 mm sapien 3 ultra valve was explanted and a inspiris resilia valve was implanted. The reason for explant is unknown at this time.

Manufacturer narrative:
The investigation is ongoing.